Event description:
Dumont et al, j neurointervention surgery, published online july 2, 2013, doi: 10.1136/neurintsurg-2013-010794 for case 12 indicated that during the procedure the enterprise vrd (enc452212/lot unk) was used off labeled as a thrombectomy device on a patient with a thrombus located in left mca, but the device was not effective in achieving a stable timi 2 or 3 recanalization. The patient survived and had improvement of nihss scores from baseline values from 21 to 13. The patient recovered to a mrs score of 4 at the 30-day follow-up evaluation. The patient received intravenous tpa prior to the attempted revascularization procedure.

Manufacturer narrative:
Please note that the patient code no information was chosen, because there is no code for device ineffective. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Dumont et al, j neurointervention surgery, published online july 2, 2013, doi: 10.1136/neurintsurg-2013-010794 for case 12 indicated that during the procedure the enterprise vrd (enc452212/lot unk) was used off labeled as a thrombectomy device on a patient with a thrombus located in left mca, but the device was not effective in achieving a stable timi 2 or 3 recanalization. The patient survived and had improvement of nihss scores from baseline values from 21 to 13. The patient recovered to a mrs score of 4 at the 30-day follow-up evaluation. The patient received intravenous tpa prior to the attempted revascularization procedure, and no pre or post dilation was conducted. The product was not returned for analysis, and the lot number was not provided to conduct DHR review. The reported event of device ineffective could not be confirmed, because the device was not returned for analysis. Additionally, DHR review could not be conducted because the lot was not provided. Based on the available information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.